Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose (bg) levels reached above 400 mg/dl while wearing the pod between 4 and 24 hours on the arm. High ketones were also reported. The pod was replaced at the hospital and patient was treated with intravenous fluids and bg levels were monitored. The patient was released after spending a couple of hours at the hospital.